Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system controller pcb assembly and user interface pcb assembly and the reported issue was no longer duplicated. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed system controller pcb assembly and user interface pcb assembly and was not able to replicate any of the reported issues. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was not booting properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.